Event description:
As reported, when inflating during testing of the device, the balloon of this fogarty thru-lumen embolectomy catheter burst. As per product evaluation findings, the balloon was found ruptured at the central area and balloon edges did not appear to match at the ruptured region. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
This fogarty thru-lumen embolectomy catheter was received for a full evaluation. The report of balloon burst was confirmed. During visual examination, balloon was found ruptured at the central area. The balloon edges did not appear to match at the ruptured region. Through lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, it was verified that as part of the manufacturing process the units go through balloon and winding inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.